Manufacturer narrative:
(B)(4). D10: medical product: oss rs axle: catalog#161035, lot#ni. Oss mod tib baseplate 71mm: catalog#150422, lot#ni. Oss cemented im stem 15mmx90mm: catalog#150363, lot#ni. Oss rs 7 cm ellip seg fmrl-lt: catalog#161010, lot#ni. Oss tib blk aug 10x71/75 univ: catalog#150427, lot#ni, qty#2. Oss tib blk aug 10x63/67 univ: catalog#150426, lot#ni, qty#2. Oss mod tib baseplate 67mm: catalog#150421, lot#ni. Oss tibial poly bearing 12mm: catalog#150410, lot#ni. Oss porous im stem 20.5 x 150: catalog#150399, lot#ni. Oss poly tibial bushing: catalog#150476, lot#ni oss reinforced yoke: catalog#150493, lot#ni. Oss rs poly fem bushings set/2: catalog#161034, lot#ni. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an orthopedic salvage knee procedure. Approximately five (5) months post-implantation, the patient underwent revision surgery due to a backed out axle and fractured lock pin. Due diligence is in progress for this event; to date no additional information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. For the reported infection the root cause of the reported event was determined to be unrelated to the reported devices and no problem found. For the reported pain, broken and disassociated implants, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.fracture.

Event description:
It was further reported that the patient was experiencing pain and loosening. Upon opening the patient, there was significant infection noted and the femoral assembly ''fell out''. All femoral components were also replaced. Attempts have been made and all available information has been provided.